Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the pacemaker exhibited high pacing impedance measurements. The pacemaker was not used, and a new pacemaker was implanted. The patient was discharged with no adverse consequences reported.